Event description:
The patient reported blood glucose results of "176 mg/dl, 272 mg/dl, 225 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.